Event description:
It was reported that the handpiece began overheating while drilling during a surgical procedure. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.